Event description:
It was reported that the lead warning triggered, and the right ventricular (rv) lead exhibited low impedances. It was noted that a polarity switch had occurred. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4568, implantable pacing lead, (B)(6) 1999. (B)(4).